Event description:
It was reported that patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of t waves. It was discussed that at first the shock looked like myopotential noise, however it could not be reproduced, and since there was an atrial fibrillation (af) episode it was speculated that the sensitivity had lowered and the device oversensed the t wave. The physician decided to reprogram the sensing vector for primary to secondary and the patient will continue to be monitored. This sicd system remains in service. No adverse patient effects were reported.